Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74, serial # (B)(4), description: avista MRI perc lead kit, 74 cm. The devices remain implanted in the patient. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a permanent ipg implant procedure, the patient's trial leads were found to have fractures in three to four places. There were no exposed cables or impedances, therefore, the physician chose to leave the leads implanted in the patient.

Event description:
A report was received that during a permanent ipg implant procedure, the patient's trial leads were found to have fractures in three to four places. There were no exposed cables or impedances, therefore, the physician chose to leave the leads implanted in the patient.